Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill messages after loading multiple cartridges. Reportedly, the cartridge was filled with 150 units of insulin. The customer's blood glucose level was 45 mg/dl, and was treated by consuming orange juice. Several hours later, the customer reported that a new cartridge had been loaded successfully and insulin delivery was resumed. The customer reported bg level came back up to 142 mg/dl. Several hours later, the customer left the hospital. The customer provided no further information on the event to tandem technical support, and terminated the call. Although requested, no further information was provided.